Manufacturer narrative:
No contact details for the treating practice were provided despite multiple attempts. As indicated in the description, the contact details of four healthcare providers have been supplied and subsequently contacted for additional information. The initial reporter is not included as the patient's name differs between her social media accounts and a letter from one of her healthcare providers. No code available was selected because no term is available for shrinking skull in combination with the other alleged head injuries that the patient claims to have resulted in spine disfigurement. When additional information regarding this event becomes available, a supplemental medwatch will be filed.

Event description:
A patient event was reported via e-mail by a patient on (B)(6) 2019. This e-mail was forwarded to field events on (B)(6) 2019. The patient alleged swelling, a collapsed face, a receding hairline, gray hollows under the eyes, ptosis, a shrinking skull, deformed face, numbness, disfigurement of the cervical spine, and pain following an ultherapy treatment 3 years ago. The patient subsequently alleged developing bell's palsy in an e-mail on (B)(6) 2019. The treating practice was unable to be identified by the patient. Contact details of four of the patient's healthcare providers were supplied and additional details regarding the patient's condition have been requested.

Manufacturer narrative:
The patient has refused to identify the treating practice; therefore, all pertinent device information, treatment details, and event information are unknown at this time. Based on the lack of information provided, no devices could be requested for investigation and no device history reviews or service history reviews of devices used for treatment could be performed. Multiple attempts to contact other healthcare providers the patient stated to have consulted as a result of the alleged issues were unsuccessful. As a result, merz/ulthera could not substantiate the alleged claims. The patient investigation found there is not enough information to confirm whether a merz/ulthera device malfunctioned or caused/contributed the patient's issues. A review of the ultherapy patient complaint trending report for the reported conditions of "edema" and "fat/volume loss" found that the frequency for these issues are within allowable limits and will continue to be monitored. A review of the ultherapy patient complaint trending report for the reported condition of "patient other" found that this condition exceeded the allowable threshold during the month of 10/2018 and an investigation was opened. A review of the ultherapy patient complaint trending report for the reported condition of "pain" found that this condition exceeded the allowable threshold and a CAPA has been opened to investigate. A review of the ultherapy patient complaint trending report for the reported conditions of "discoloration," "neuropathy or parasthesia," and "palsy or paresis" found that these issues have not occurred at a great enough frequency to generate a trend and will continue to be monitored. No additional information is available at this time. Should additional information become available, a supplemental report will be submitted.

Event description:
The patient involved in this report filed a medwatch report to the FDA. A copy of this medwatch (mw5087130) was received from the FDA on 17-jun-2019 and contained additional information not included in the initial submission. In patient's filing, she also stated: "I have all symptoms of chronic radiation sickness, my blood ana test shows autoimmune disease, my face and body I s wasted, skeletal and disfigured, my jaw, joints, teeth and nose displaced causing problems with breathing, swallowing, and constant sinus infection, my skin color is gray and pale white. I have low level of blood cells, anemia, fatigue, dizziness, backouts, constant cold and inflammation symptoms. I developed sever injuries as aftermath of initial damages. At the moment, I'm qualifying for disability status, but what I'm scared the most is gene expression and dna mutilation. My recent blood tests shows autoimmune borderline, bone marrow density test shows osteopenia - all my life was very healthy, I used to work as a model and my fertility significantly decreased and I don't know if I can stimulate my cells to regenerate. Since I'm in high cancer risk group? Diagnosed by oncologist. My gynecologist didn't allow stem cells therapy until I figure out how much radiation my body absorbed. I don't have children. It's my dream to become a mother, but the mutilation and cancer risk alongside fertility issues scare me. ... Radiation affected my bone marrow, blood cells, connective tissue, joints, spine, brain, skin, neck, arm, fingers." The patient has refused to identify the treating practice; therefore, attempts to gather additional information are not possible at this time.